Event description:
Contralateral iliac leg graft landed in a curved area in the common iliac artery. Due to the placement a good seal an apposition of the graft to the vessel wall was not achieved. A type I distal endoleak was noted during a retrograde angiogram. Based upon the anatomy of the vessel, an iliac leg extension of a larger diameter was selected to be deployed distal to the contralateral leg graft. With placement of the extension a resolve of the endoleak was noted, as well as a patent internal iliac artery. At the conclusion of the procedure, a successful aaa repair was viewed.